Event description:
It was reported that the bd alaris¿ pump module syringe adapter set experienced leakage. The following information was provided by the initial reporter: IV set tubing lipid plug is leaking. There was patient involvement but no harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of lipid tubing leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model 10010483 lot number 22025484 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2022. The root cause of this failure could not be identified without a failure investigation. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module syringe adapter set experienced leakage. The following information was provided by the initial reporter: IV set tubing lipid plug is leaking. There was patient involvement but no harm.